Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 7mm x 6mm in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.